Manufacturer narrative:
The pcoip for the navigation system was returned to the manufacturer for evaluation. Testing found that there were instances of the software rebooting in the event logs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after installing a new pcoip into the navigation system, the camera cart monitor of the navigation system did not power on during two subsequent attempts. It was noted that the system displayed the monitor was connecting but then would display there was no signal. A third attempt noted the display was distorted then display functionality was lost. A fourth attempt found that the monitor powered on as intended then lost display functionality. Following an additional restart the display issues could not be replicated. Additionally, the navigation system was then powered on and left idle and the issue did not recur. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a training, the camera cart monitor cycled and the pcoip splash screen appeared before re-establishing a connection. Cables on the navigation system were noted to be seated well. There was no patient present when this issue was identified. No additional information was provided.